Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 309644 batch no. 7210934. It was reported that after use of the 10 ml bd luer-lok¿ syringe with bd precisionglide¿ needle an expired needle was used for two weeks. The following information was provided by the initial reporter: "a contact for peritoneal dialysis patient contacted customer service to report that the patient was unaware and was using the expired needle for the last 2 weeks. There was no patient harm or adverse event reported."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309644 batch no. 7210934. It was reported that after use of the 10 ml bd luer-lok¿ syringe with bd precisionglide¿ needle an expired needle was used for two weeks. The following information was provided by the initial reporter: "a contact for peritoneal dialysis patient contacted customer service to report that the patient was unaware and was using the expired needle for the last 2 weeks. There was no patient harm or adverse event reported."